Event description:
It was reported that x-rays had confirmed both the right atrial (ra) and right ventricular (rv) leads were dislodged, and there was rv loss of capture (loc) at maximum outputs. The right atrial (ra) lead was in the inferior vena cava (ivc), but still capturing. The pacemaker was programmed to aair 60 beats per minute (bpm), and it was noted that the patient has conduction. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.